Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in a retracted position and a stylet inserted inside the lead. Visual inspection and diagnostic imaging of the lead did not find any anomalies. The helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead dislodgement and increased pacing impedance could not be confirmed.

Event description:
During follow-up, increased pacing impedance was observed due to right atrial (ra) lead dislodgement. Diagnostic imaging confirmed ra lead dislodgement. The issue was resolved by explanting and replacing the lead. The patient was in stable condition and experienced no adverse health consequences.